Event description:
The customer returned the ultrasonic bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a detached bending section from the distal end and chipped adhesive on the bending section cover were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the detached bending section from the distal end and the chipped adhesive on the bending section cover, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.